Event description:
It was reported the prw35 was used during an unknown procedure. The wound healed improperly due to poor approximation. The staples were not closing completely, the staples allowing skin edges to roll together and not promoting wound healing. There was no consequence to the pt.